Event description:
The patient stated the implantable neurostimulator (ins) did not seem to be working. The patient reported a return of symptoms. The onset of the event was noted to be in (B)(6) 2015. The patient was not feeling stimulation while therapy was on. The patient synced with ins and was on program 1 at 2.0 v and was able to feel some stimulation vaginally at 2.2 v. The patient was at the health care provider (hcp) office waiting for her appointment. Additional information has been requested regarding about loss stimulation and return of symptom. If additional information is received, a follow-up report will be submitted. The indications for use for this patient were fecal dysfunction/sacral nerve stimulation and. Gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.